Event description:
It was reported that during an in-clinic check, post-paced t-wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was in stable condition with no adverse events.